Event description:
It was reported that during the procedure in the mildly calcified mid right coronary artery, an attempt was made to inflate the 3.5x15 rx xience prime balloon but at 8 atmospheres, the pressure dropped. The stent delivery system was removed from the anatomy and the balloon was examined by the physician. No defect was noted in/on the balloon; therefore, the physician assumed that the drop in pressure was related to the shaft of the delivery system. The stent was ultimately deployed at 9 atmospheres without adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. The device has been received for investigation; however, analysis is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: a new indeflator filled with water was used in an attempt to pressurize the balloon when fluid leaked out the tear in the guide wire exit notch. The guide wire exit notch was cut to reveal a longitudinal tear in the shaft distal to the guide wire exit notch. There were chatter marks visible along the shaft inside the guide wire exit notch distal and proximal to the tear. The inner member was removed from the shaft and pressurized to verify there was no damage or tears in the inner member. The inner member did not leak. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the investigation, no product deficiency was identified. Reportedly, the stent delivery system was re-inserted after the initial attempt to deploy the balloon. It should be noted that the xience prime instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this instance, the IFU deviation does not appear to have contributed to the reported leak.